Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's permanent implant procedure, all impedance values were invalid when the scs lead was connected to the scs extension. The impedance values for scs lead were then tested using the mts and scs ipg, normal values were observed. As a result, the scs extension was removed and replaced with a new scs extension which resolved the impedance issues.